Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that at the time of using the drill, the error e6 showed up on the console was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the motor device was generating heat, had unintended activation/motion, and was making excessive noise. It was further determined that the device failed pretest for safety assessment, noise assessment, and handpiece temperature assessment. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant med products: console device. (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that at the time of using the motor device an e6 error code (overheat warning) was displayed on the console device. It was reported that there was a 30-minute delay in the procedure due to the event. It was not reported if there was a spare device available for use, however it was reported that the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.